Event description:
Electrode pads were placed on pt. AED kept saying "place electrodes" during the rescue. Ems arrived and used their AED on pt who was taken to the hospital with a pulse.

Manufacturer narrative:
Unit has not been evaluated yet. A follow-up report will be submitted once investigation is complete.